Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the asymptomatic patient's pacemaker exhibited no pacing and no sensing. On (B)(6) 2018, the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of pacing and sensing anomalies were not confirmed in the laboratory. The device was tested on the bench. The damage found was sustained during the surgical procedure. The device was otherwise normal.